Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The inner packaging stuck to the foam.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The likely condition of the device when it left zimmer biomet is conforming to specification. Visual inspection of the returned device did not confirm the reported event. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The inner packaging stuck to the foam.